Event description:
Complainant alleged that during an internal pacemaker operation, the device was unable to deliver a second shock to the patient and displayed "check pads" and "poor pad contact" messages. During subsequent testing the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.